Event description:
Stiffness in both knee [joint stiffness]. Feeling of severe coldness from both knees down to both feet/feet were like ice [peripheral coldness]. Pain in both knee/aching in both knees [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) male pt, with a history of osteoarthritis of the knees, initials (B)(6), who experienced stiffness in both knees, aches and pain in both knees, and feeling of severe coldness from both knees down to both feet after starting synvisc-one. The pt received an injection of synvisc-one in both knees on (B)(6) 2010. The pt reported that he developed stiffness in both knees, aches and pain in both knees, and feeling of severe coldness from both knees down to both feet after getting synvisc-one (no date provided). At the time of this report, the outcome of the pt was not yet recovered. Add'l info was received on (B)(6) 2010, from the healthcare provider who confirmed the pt has a history of moderate bilateral osteoarthritis for greater than one year. He updated the medical history to include previous treatment with nsaids, steroid injection, arthroscopy, and brace use. The hcp confirmed the pt had a prior effusion. The hcp confirmed the pt had a joint narrowing and no osteophytes. The hcp confirmed the pt received one synvisc-one injection in each knee on (B)(6) 2010 and effusion was not collected before the injections. The hcp confirmed the pt experienced stiffness, aches and pain in both knees starting on (B)(6) 2010 and that the pt recovered with sequelae the same day. The hcp confirmed the pt experienced a feeling of severe coldness from both knees down to both feet starting on (B)(6) 2010, from which the pt had not recovered. The pt required treatment for his symptoms. All events were treated with a prescription of prednisone (5mg, bid x 1 week) on (B)(6)2010 and bilateral corticosteroid injection on (B)(6) 2010. The hcp stated the intensity of the stiffness in both knees and knee and aches and pain in both knees were moderate. The hcp stated the relationship to synvisc-one injection to the stiffness in both knees was possible. The hcp stated the intensity of the feeling of severe coldness from both knees down to both feet was severe and the relationship of that event to synvisc-one injection was possible. The lot number reported as w0908. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented a reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.